Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. The procedure was completed as planned using the wired footswitch. No patient or user harm was reported. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. During troubleshooting, the fse identified that the wifi indicator was red and determined that wireless footswitch lost connection to its base station. The fse replaced the wireless footswitch and base station. After these replacements, the issue was resolved and the system was returned to use in good working order. The faulty wireless footswitch and base station was returned for analysis. Analysis of the wireless footswitch base station found no issue or fault. Analysis of the wireless footswitch found cosmetic damage in the form of a loose bracket and confirmed a switch defect which caused the footswitch to fail functional testing. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that intermittently the wireless foot switch lost its wireless connection. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced and installed a new wireless foot switch and base station. The device was returned to expected functionality.